Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurement greater than 125 ohms which was detected via patient remote monitoring system. Previous shock lead impedance measurements ranged between 90-112 ohms. A clinician inquired if renal issues could cause fluctuations in impedance measurements. Boston scientific technical services (ts) discussed the possible reasons for the impedance measurements to fluctuate. No change in pace impedance measurements or noise on the electrograms (egms) were noted. Ts advised performing a lead integrity test. Additional information obtained from a field representative indicated that repeated measurements in-clinic showed no issues. Also, other measurements were normal. The patient will be monitored continuously. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.